Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Customer received third party assistance from their son, who assisted with troubleshooting the pump and helping the customer walk as they were feeling uneasy in their movement. No injury or permanent damage was reported. A correction injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.